Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post biventricular pacing and the left ventricular (lv) lead exhibited an increase in impedance and elevated thresholds. The patient was subsequently seen and the rv lead was reprogrammed and it was noted that the lv impedance is still on the higher end but the thresholds are now stable. It was also noted that at the time of the original observation of twos and lv lead increase in impedance and elevated thresholds, the patient was dehydrated and sick which could have been a contributing factor of the twos on the rv lead. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted on (B)(6) 2024. Enbf2313c166e stent graft, implanted on (B)(6) 2012. Enlw1613c93e stent graft, implanted on (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.